Event description:
The complainant reported that after an impella 5.5 was implanted and prior to leaving the operating room, the patient had a sustained run of ventricular tachycardia. One shock was required and the patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer as it is still supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
B1 revised to reflect additional information received from the clinical site. B5 revised to reflect additional information received from the clinical site. D6b explant date added. H6 medical device problem code revised to reflect additional information received from the clinical site.

Event description:
The complainant reported that the impella 5.5 had falsely high ao signals overnight, but a-line was accurate. Aortic signal self-resolved.